Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently forgot to set pump carbohydrate setting to "on" and when customer delivered a bolus, the carbohydrate amount was entered in the units of insulin button versus the grams button. Customer's blood glucose (bg) lowered (48 mg/dl) and candy was consumed to address low bg. Tandem technical support assisted customer with changing the pump settings.